Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. The infusion set was used for few hours. No further information available.